Manufacturer narrative:
(B)(4). Analysis description: final analysis confirmed the reported backup operation. The root cause of the anomaly was a checksum error. After device software download, the device exhibited normal characteristics.

Event description:
It was reported that the patient presented to the hospital. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was in good condition post procedure.